Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the numbers on the insulin pump were scrolling up when attempting a bolus. Customer's blood glucose reading at the time of the call was 10.6 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.